Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medwatch report # mw5109000.

Event description:
It was reported that the unspecified bd infusion set- experienced leakage. The following information was provided by the initial reporter: rn thought that the midline was clogged but after removing the IV tubing from the alaris pump, it was the IV tubing that is defective and there was nothing wrong with the midline.

Manufacturer narrative:
H6: investigation summary two photos were returned by the customer. It was reported that the IV tubing is defective. One photo shows a bulge in the pumping segment of the tubing, and one photo shows the tubing with instructions for the roller clamp. The first photo verifies the complaint. However, the root cause of this failure was not identified as no product was returned. A device history record review could not be performed because model and lot numbers are unknown.

Event description:
It was reported that the unspecified bd infusion set- experienced leakage. The following information was provided by the initial reporter: rn thought that the midline was clogged but after removing the IV tubing from the alaris pump, it was the IV tubing that is defective and there was nothing wrong with the midline.